Event description:
This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(4) 2012.

Event description:
It was reported that during a sternal closure procedure, the locking feature on the end of the zip fix closure broke, and would not lock. The surgeon removed the zipfix closure, and replaced it with another zipfix, and completed the procedure with no further problems.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing evaluation reports that the sample was received with the locking feature of the zipfix cut in half and there are different deformations at the locking feature and the toothed strip. Due to noted damaged, verification of relevant dimensions could not be completed. Product development evaluation reports a single root cause could not be clearly identified. The investigation is inconclusive regarding the root cause of the failure. The investigation regarding the implant failure is inconclusive. A review of the device history record did not show conditions that could have contributed to the reported event. This complaint is considered indeterminate from a manufacturing perspective.